Event description:
Revision due to metal sensitivity summit.

Manufacturer narrative:
This implant is not sold in the us to be implanted for this indication; it is currently sold in the us under a different part number.